Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported faulty downstream occlusion which was reproduced while running a loaded set. A review of the event history log identified downstream occlusion alarms. The cause was determined during a visual inspection to be the downstream tubing guide was chipped. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a faulty downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.